Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue and low blood glucose. The customer's blood glucose was 50mg/dl at the time of incident and 141mg/dl currently. Trouble shooting was performed and assisted customer in manually entering the blood glucose value into the insulin pump and calibrate sensor product. Customer declined to trouble shoot for the low blood glucose as she took a correction but did not consume a meal. The insulin pump will not be returned for analysis.